Event description:
The pt reportedly experiences ongoing sound quality issues. Programming changes were made, and external equipment has been exchanged. The issue has not been resolved. Device revision surgery has been scheduled.